Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found both sensors with their cannulas bent (retracted) inside the sensor. It could not be confirmed whether the received sensors were in said condition since the customer had returned him in opened/used condition.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended due to a sensor glucose of 40 mg/dl and a blood glucose between 135 mg/dl and 140 mg/dl. The customer disarmed the threshold suspend alarm, and when he tried to recalibrate the sensor he received a calibration error. He has had similar calibration issues with three sensors by the time of call. The customer was advised to turn off the sensor for a couple hours and then reconnect the old sensor. The sensor in question was returned for analysis and three replacement sensors were shipped to the customer.